Event description:
During peg tube placement, upon pulling it out of the anterior abdominal wall through the pull method of ponsky, the tapered tip traversed approx. 1/2 way through the anterior abdominal wall and stopped, unable to remove tube. General surgeon called in and after adequate dissection of the incision, the tube was removed. Upon exam, the silastic lip of the tube had doubled over creating an increased diameter of the tube preventing it from being easily withdrawn through the abdominal wall.